Manufacturer narrative:
One zimmer screw was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Pre-existing conditions and duration of devices implanted were unknown due to limited information provided by the customer. However, the device was located on tooth #7 universal. X-ray & picture evaluation: x-ray and picture images were not provided. DHR and complaint history review: DHR reviews and complaint history reviews could not be performed, as the item/lot number associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Post market trending review: december post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events (loosening). Therefore, based on the available information, devices malfunction could not be verified and the reported events were non-verifiable without the product return.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Event date not provided. Catalog and lot number not provided. Device manufacturing date is unknown.

Event description:
It was reported that the abutment screw had loosened at site #7.